Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately rebooted power on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.